Event description:
It was reported that the patient died. The patient presented in cardiogenic shock with anterior wall myocardial infarction, multiple vessel blockage, poor left ventricular function of 25%, and major culprit vessel was lcx followed by lad blockage. Target lesions were located in the left anterior descending artery and left circumflex artery (lcx). Three synergy stents were implanted in the lad, a 3.50 x 28, a 2.50 x 48, and a 4.00 x 32. After implantation of the 3.50 x 28 synergy stent in the lcx, the patient went into cardiogenic shock again and died on the table. In the opinion of the physician, there was no relationship between the synergy stents and the death as the patient had cardiogenic shock very frequently, which may be the reason. The official cause of death was cardiogenic shock.

Manufacturer narrative:
B5 describe event or problem: corrected.

Event description:
It was reported that the patient died. The patient presented in cardiogenic shock with anterior wall myocardial infarction, multiple vessel blockage, poor left ventricular function of 25%, and major culprit vessel was lcx followed by lad blockage. Target lesions were located in the left anterior descending artery and left circumflex artery (lcx). Three synergy stents were implanted in lad, a 3.50 x 28, a 2.50 x 48, and a 4.00 x 32. After implantation of the 3.50 x 28 synergy stent in the lcx, the patient went into cardiogenic shock again and died on the table. In the opinion of the physician, there were no relationship of synergy stents with death as patient had cardiogenic shock very frequently, which may be the reason. The official cause of death is cardiogenic shock. Previously it was reported that three synergy stents were implanted in the lad, a 3.50 x 28, a 2.50 x 48, and a 4.00 x 32. Now it is reported that two synergy stents were implanted in the lad, a 2.50 x 48, and a 4.00 x 32. The 3.50 x 28 synergy stent was implanted in the lcx.